Manufacturer narrative:
Analysis of the catheter found pump connector with broken suture ring.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (25 mg/ml at 12.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. During the pump replacement surgery, the catheter was found to be disconnected from the pump; the surgeon was able to see the disconnect on opening the pocket. Previous issues had been noted with fluid found in the pump pocket; the fluid had been removed by the managing physician. Fluid was present in the pocket at the time of surgery. The fluid was sent for culture. The patient status was reported as "alive - no injury". The patient symptoms, results of the culture, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.